Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the defibrillation therapy cable assembly. It was observed that the cable was damaged. The cable was replaced, and then proper device operation was observed through functional and performance testing, and then the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to reading an ECG signal through the paddles lead. The customer advised that they were able to read ECG through the 4 wire ECG. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with the reported event.